Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient has a legion revision knee in and it was unstable with the 15mm constrained poly. An 18mm 3-4 constrained poly was used instead and stability could be established.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, an 18mm thickness constrained poly was exchanged for the 15mm constrained poly to establish stability. Responses to documentation requests were not received. No further information was provided for inclusion in the medical investigation. The root cause of the revision could not be definitively concluded, although reportedly the 18mm poly established stability. The patient impact beyond joint laxity and the thicker poly revision/exchange could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.